Event description:
It was reported by service report that the customer alleged that the zoom stretcher has intermintent zoom functionality. Stryker technician confirmed that the zoom could not charge, but was not able to confirm the intermittent zoom event. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.